Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Date of event: (B)(6) 2015. (B)(6). (B)(4).

Event description:
It was reported the end user developed a red, itchy, popular rash on her peristomal skin under tape border of the skin barrier. The rash persisted for approximately two weeks. After being examined by her physician, the end user was diagnosed with contact dermatitis and was issued a prescription for topical triamcinolone cream, benadryl elixir and prednisone. No further patient complications were reported.